Event description:
It was reported the patient experienced pain the lead site since implant. Follow-up identified the health care provider suspects possible multiple sclerosis and an MRI is warranted in the future. Hence, the decision was made to explant the system.

Event description:
Further follow up identified the scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.